Event description:
Information was received on (B)(6) 2015 from a consumer via telephone regarding the (B)(6) year old female patient receiving dilaudid (hydromorphone) at 0.75mg/day. The indication for use was malignant pain and breast. The cause of the issue was reportedly the viscosity of the liquid that the healthcare professional (hcp) had used in the pump. The medication was changed and the issue was resolved. The patient was receiving effective therapy and was grateful for the relief that the infusion therapy provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2015 the patient's pump started constantly "ticking (like a watch), for a while the ticking turned into chirping" and has gone back to ticking currently. The patient reportedly had sudden increase in pain. The reporter mentioned that they did a drug change and concentration adjustment on thursday (B)(6) 2015 and the patient was fine after that, but they started to hear the pump tick and the patient no longer felt like she was getting any medication and the symptoms were getting worse. The patient's pain level has "risen to a point of intolerable." The reporter stated that "there was something wrong." No alarms were reported. The reporter asked if the pump could make an adjustment and not give what it was supposed to. The reporter mentioned that the patient had terminal cancer and was dying, and that the point of the pump was to keep her from pain. The pump was used to infuse dilaudid (hydromorphone). No intervention or patient outcome was reported. Follow up was being conducted to obtain further information regarding the cause of the issue, whether troubleshooting/interventions were performed, and if the ticking has resolved. If additional information is received a follow up report will be sent.